Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) and the healthcare professional (hcp). The rep reported that the patient was in need of a MRI and was complaining to the hcp but was not calling the rep back or willing to meet with the rep; MRI guidelines were reviewed with the rep. The hcp reported that the sudden leg pain, trouble with the left leg and inability to walk was not related to the device. The hcp noted that the MRI was not performed yet. The hcp said that the cause of the leg pain, trouble with the left leg and the inability to walk was not yet determined and the patient was walking. The hcp stated that an arterial doppler and MRI of the spine were pending. The hcp noted that the sudden leg trouble/pain and the inability to walk was not yet resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pain in their legs which was a new symptom. The patient stated they had been in a car accident and were rear-ended on (B)(6) 2018. Since then they have been having new symptoms of pain in their legs. It was reported that this change in therapy/symptoms was considered to be sudden. Additional information was received from the patient on (B)(6) 2018, calling for MRI guidelines which was unknown whether it was related to their device/therapy. They reiterated that the patient had been in a car accident and since the accident they were having trouble with their left leg and couldn¿t walk on it. It was reported that the patient had gone to the emergency room after the accident and a CT scan was done confirming the ins had not moved. The patient¿s healthcare provider (hcp) also ordered an MRI and doplar. It was reviewed that the MRI was mostly to check on their body after the accident, but it also was to make sure everything was ok with the ins. They stated the reason for the MRI was 90 percent ¿not for the implant¿. It was asked but was unknown if the symptoms were related to the patient¿s device or therapy. It was reviewed that the reason for the MRI was for the problem with their left leg after the car accident. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that there was no problem with their device. The results of the MRI indicated there were no problems but the cause of the sudden leg pain, left leg trouble and inability to walk was still not determined. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported their device was in overdischarge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's back pain had gotten worse since the accident- they also experienced back pain because they had stimulation off and they hadn't charged the ins and thought it was likely in "sleep mode" again. The CT scan at the ER showed nothing moved but an x-ray by their managing physician indicated otherwise. The patient was very unclear and stated that their doctor confirmed something was wrong but never gave them follow up directions to address the issue. The patient attempted to connect with the ins and were receiving the "reposition antenna" message. No further complications reported.